Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump esc button did not respond due to moisture damage on its keypad trace. No button error alarm noted. No moisture damage on electronics noted. Insulin pump received with cracked display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
Customer reported receiving a button error alarm on the insulin pump during bolus. Customer reported that the insulin pump's screen was foggy. Blood glucose level was not provided. No further information was provided.